Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to customer's blood glucose. During troubleshooting, the pump was reset and was found to be functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.